Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their screen was all scratched up on the insulin pump. The customer¿s blood glucose level was 344 mg/dl at the time of the incident. The customer's blood glucose was 435 mg/dl at the time of incident. It was reported that a lot of scratches on the window to read the stuff and it hard to read and doesn't have great eyesight. Customer treated for high blood glucose. It was found that treating with a bolus through the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional testing, including idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and dented keypad overlay.